Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "granulomatous reaction", and "disfigured" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects: rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Patient reported they were injected with unspecified juvéderm® in the dark circles, cheekbones and lips. One month later, patient presented with ¿balls¿ in lips. Patient contacted the injecting healthcare professional who told the patient that it is impossible to have reaction with juvéderm®.¿ the balls appeared everywhere on patient¿s face and patient¿s head was completely disfigured. Patient consulted with a dentist, ear specialist and maxilo facial specialist. Biopsy performed by a dermatologist confirmed ¿granulomatous reaction to foreign body¿. Patient was treated with corticosteroids and ¿spent 1 month at home with a completely disfigured face unable to get out.¿ symptoms ongoing.

Manufacturer narrative:
Corrected data: implant date. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported patient was injected with 2 cc of juvéderm® voluma¿ with lidocaine in the cheeks, 1 cc of juvéderm® volbella¿ with lidocaine in the tear trough, and 1 cc of juvéderm® volift¿ with lidocaine in the lips. Patient presented with facial edema and nodules 3 months later. "Histological examination of a lip nodule showed the appearance of a foreign body granuloma. Given the short reaction time (3 months), the absence of auto antibodies, and referring to recent papers published concerning the complications of fillers; I retained the diagnosis of microfilming infection, treated my patient with antibiotics and everything went back to normal. Conclusion: the diagnosis of infection is confirmed. If it was a direct reaction to the product, it would be solved only by destroying it with hyaluronidase." This is the same event and the same patient reported under MDR ID# 3005113652-2018-00509 (allergan complaint #(B)(4)), and MDR ID# 3005113652-2018-00510 (allergan complaint #(B)(4)). This is the first MDR submitted for the suspect product, juvéderm® voluma¿ with lidocaine.